Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) was emitting beeping tones and displayed a message that a magnet was present following a patient surgery. The calling boston scientific crm field representative reported that a magnet had been applied to inhibit tachycardia therapy during the surgical procedure, and confirmed that the magent had been physically removed. A manual capacitor reformation was attempted, which resulted in a message that the reformation could not be done due to the presence of a magnet. A boston scientific crm technical services consultant (ts) recommended programming the device's enable magnet use function off, and requested a copy of data stored in device memory for analysis by boston scientific crm's post-market quality assurance laboratory engineers. There were no adverse patient effects reported.

Manufacturer narrative:
Laboratory analysis of the submitted data indicated the device's internal reed switch was stuck, which resulted in the clinical observations of beeping tones and erroneous programmer messages that there was a magnet present. Boston scientific crm has observed similar failures, at a low rate of occurrence, isolated to this defect and has conducted an investigation to determine the root cause. Our investigation has determined this issue is attributed to a component failure that can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality. The device was reprogrammed to prevent magnet application from inhibiting tachycardia therapy, and the device remains implanted and in service. Additional information was received that the device was explanted and replaced five years ago. Upon receipt at our post market quality assurance laboratory, the device was interrogated and verified that the magnet use was programmed on. A magnet was applied to the device and was not able to get the reed switch to stick closed. Analysis concluded that the reed switch was previously stuck, which caused the continuous beep tones and programmer message that there was a magnet present that was observed clinically. Boston scientific has observed similar device behavior and has conducted an investigation to determine the cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality and an advisory was communicated worldwide in 2010.